Event description:
A patient reported they were unable to receive a reading on their fasttake meter due to their meter allegedly would not power on. Patient reported symptoms of high blood glucose. There was no result on their meter as the patient was unable to test. Patient reported that they were seen in the e.r. For a blood test yet the results were not reported. Treatment was also not reported. No further information has been reported. No serious injury or allegation of harm.